Event description:
A medtronic representative reported that the navigation system became unresponsive while modifying exams. The medtronic representative re-booted the navigation system and was able to continue without any additional issues. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative, following up with the site, reported there have been no further issues. The medtronic representative tested the system and was unable replicate the issue.